Event description:
It was reported on (B)(6) 2012 that the patient's device was reading greater than 40,000 ohms on electrode combinations with electrode #5 during impedance testing. The patient was getting an implantable stimulator (ins) explanted to a new ins, model 37601, with the use of a pocket adaptor. It was after the new device was plugged in with the pocket adaptor to the leads that were in place when impedance values greater than 40,000 ohms tested at 3 volts were obtained. The physician even switched the adaptor tail in the connector port of the ins and got the same readings. The connections were wiped down prior to each impedance test. The physician tried another adaptor and got the same results, but then switched the adaptor tail in the connector port and found that all impedances were within normal range. The physician checked the first adaptor only twice, but checked the second adaptor with successful impedance values 'multiple times.' Device information was not obtained for the allegedly faulty adaptor. Additional information received on (B)(6) 2012 confirmed that the issue regarding high impedances had been resolved by the patient's physician intra-operatively. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 7428, serial#: (B)(4), product type: implantable neurostimulator; product ID: 64002, product type: adapter; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 3387-40, lot#: j0437239v, implanted: (B)(6) 2004, product type: lead. (B)(4).